Event description:
This is filed to report death. This research article was a retrospective study designed to investigate the prognostic impact of postprocedural acute kidney injury (aki) following transcatheter edge-to-edge valve repair (teer) for tricuspid regurgitation (tr). Complications identified in the study included: single leaflet device attachment (slda), hospitalization, heart failure, medical intervention, renal failure, hemorrhage, death. In conclusion, postprocedural aki occurred in 15.7% of patients undergoing teer for tr, despite the absence of iodinated contrast agents, which was associated with worse clinical outcomes. These findings highlight the clinical impact of aki following teer for tr and should help in identifying patients at high risk for aki. Details are listed in the attached article titled, " acute kidney injury following tricuspid transcatheter edge-to-edge repair". No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Dates estimated. The UDI number is not known as the part and lot number were not provided. The additional patient effects and malfunctions reported in the article are captured under separate medwatch report numbers. Attachment: article titled, "acute kidney injury following tricuspid transcatheter edge-to-edge repair".

Manufacturer narrative:
The devices were not returned for analysis. The lot history record (lhr) and similar incident reviews were not performed because no lot information was provided. Based on available information, the cause of the deaths were unable to be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.